Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its coponents were successfully implanted into a pt for the endosvascular treatment of an abdominal aneursym in 2003. Aneurysm morphology is unknown and the patient's iliac arteries were reported to be severely tortuous. The patient had a short common iliac artery and the left hypogastric artery was occluded prior to the procedure. Due to the patient's severely tortuous iliac arteries it was difficult to visualize the take-off of the right hypogastric artery, and the patient's right hypogastric artery was unintentionally occluded by a 16 mm diameter x 8.5 cm length aneurx iliac extension cuff. It was reported that two days later the patient presented with temporary paralysis from the waist down. Occlusion of the right hypogastric artery may have caused the patient's spinal pressure to increase and a spinal tap was administered. The patient was able to stand without assistance at the end of the day. It was reported that during the patient's course of treatment the spinal tap was not adequately monitored and a subdural hematoma developed. The patient reportedly suffered a stroke. The patient is expected to make a full recovery from both the stroke and temporary paralysis. No additional sequelae were reported and the patient's status is unknown.